Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed low battery alarm. Customer changed the battery and device would not turn on. Customer's blood glucose was 121 mg/dl. After troubleshooting, customer was advised to change a new battery. Customer will not be returning the device for analysis.